Event description:
It was reported to philips that the image display failed. It's unknown whether there's patient involvement , customer did not provide related information in gfe feedback. However, no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.